Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v303917, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the generator battery ¿failed.¿ it was also stated the neurostimulator battery was "not responding." Mirabegron was given to the patient. The event was noted to be ongoing. A follow up report will sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v303917, implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
Additional information reported the battery was dead. The patient had been prescribed medication but did not take it due to cost. Signs and symptoms included increased urination and incontinence.